Manufacturer narrative:
(B)(4). Device now not returning. It was initially reported that the device would be returned for analysis. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was previously reported that the device was discarded. Subsequent information revealed that the device has been returned for evaluation. Evaluation summary: the device was returned for evaluation. The returned condition confirmed the reported suture break. Based on visual analysis and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that placement of the proglide sutures were attempted in the right common femoral artery using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. The arteriotomy was a 6fr and during the evar procedure the sheath was upsized to an 18fr sheath. Reportedly, following deployment, the suture snapped when both ends were pulled out of the proximal shaft. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.